Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. The impedance change was noted to have changed suddenly, and a lead safety shift to unipolar. As a result, several episodes of noise oversensing occurred. This ra lead remains in-service, and the patient is expected to follow-up in clinic for troubleshooting and further evaluation. This investigation will be updated when further information becomes available. No adverse patient effects were reported.